Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: sterile part: 439.956s. Sterile lot no:8l43232. Release to warehouse date: 30 jul 2021. Expiry date: 01 jul 2031. Manufacturing site: werk selzach. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 439.956 non-sterile lot: 225p100 manufacturing site: werk selzach release to warehouse date:14 jul, 2021 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Via user report from bfarm the following complaint was received: it was reported that there was repositioning and stabilization (osteosynthesis) of a tibial head fracture with the implant components on (B)(6) 2023. There were no abnormalities in wound healing and no abnormalities in fracture healing. In the case of extensive scarring and existing restricted movement of the knee joint, there was discussion of the indication for removing the plates and releasing the pes anserinus. The patient was already clearly informed and warned about the known problem of cold welding of type I anodized titanium implants. Nevertheless, the indication was made and the operation was carried out due to the restricted movement and the expected improvement by removing the metal implants (plates). During the procedure, a serious complication arose in that none of the locking screws could be removed from the plate bearing. All screws were cold-welded. Only three screws could be unscrewed using the screw extraction instrument (counter-rotating thread). All other screws had to be drilled out with a carbide drill, resulting in significant metal contamination. In addition, some of the screws could not be removed (screw shafts) in order to avoid provoking a new problem by weakening the tibia bone and causing a subsequent fracture. This also resulted in a significant weakening of the bone-bearing structures in the area of the tibial head, which required renewed stabilization and bone transplantation. This is a recurring problem that is widely known.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d6a if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.